Manufacturer narrative:
Device will not be returned for evaluation. A record and DHR review cannot be conducted as no lot number was provided. Without a physical evaluation of the device, a definitive root cause cannot be determined.

Event description:
The red and blue luers on the end of the extension lines were noted to be loose at the point of disconnection from the dialysis treatment. The nurses were able to rotate the hub in the sleeve and it was visibly loose. Alcohol prep pads are used to cleanse the lines, using a total of about 8-10 prep pads during the connection and disconnection process. More pads are used if the patient's line has to be reversed at any point during treatment.